Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. According to the complainant, the stent was implanted to treat a malignant stricture in the distal esophagus. Reportedly, the patient had radiation therapy following the stent placement procedure which reduced the size of the tumor. On (B)(6) 2014, during a planned stent removal, the physician noted that the stent had migrated into the stomach. The physician was unable to remove the stent. Reportedly, the patient was rescheduled for another stent removal procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.